Event description:
Discordant vitamin b12 results (within the normal reference range) were obtained on samples from multiple patients. The results were reported to the physician. The patient was retested by an alternate methodology at a later date and lower results (below the normal reference range) were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant normal vitamin b12 results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vitamin b12 results is interference from intrinsic factor antibody in the patient samples. The IFU for the dimension vista vitamin b12 flex reagent cartridge contains the following precaution. "Intrinsic factor blocking antibodies are present in approximately half of pernicious anemia patients. There is a low frequency possibility that high titers of these antibodies may not be completely inactivated during the reaction pretreatment step. If test results are in conflict with the clinical diagnosis, the sample can be tested for intrinsic factor blocking antibodies." Siemens healthcare diagnostics inc. Issued an urgent field safety notice dated may 2012 to announce a voluntary recall of all lots of the dimension vista vitamin b12 flex reagent cartridge. It instructed customers to immediately discontinue use of the dimension vista vitamin b12 assay. The instrument is performing within specifications. No further evaluation of the device is required.